Event description:
Two months after treatment with three cypher stents, the pt complained of chest pain and was taken to the emergency room with an acute myocardial infarction. Re-angiography conducted showed thrombus in the stents. This pt presented to cath for treatement of a de novo, chronic total occlusion lesion in the av branch of 40mm in length in a 2.5mm vessel diameter. The lesion class was type c. Pre-dilation was conducted with a 1.5x12mm balloon at 14atm before deploying a 2.5x23mm cypher at 18atm for 30seconds. Next, a 2.5x18mm cypher was deployed at 18atm, proximal to the end of the first cypher and overlapping. Deployed next was a 3.0x13mm cypher at 18atm, proximal to the end of the second cypher. Post-dilation was not conducted ivus was not conducted. Timi flow before the procedure was 0 and 3 after the procedure. The residual diameter stenosis measure 0%. Act was not measured. Three months later, the pt complained of chest pain and was brought to the hosp as an emergency due to an acute myocardial infarction cag was conducted and thrombus was observed in the implanted cypher stent. To treat the thrombus, aspiration was conducted, but the catheter would not cross. Therefore, poba with a balloon (3.0/15m) was conducted at 14atm for 60seconds then thrombolytic agent was admin (monteplase 400,000u) via ic and then. The physician commented that the probable cause of the thrombotic event was because the implanted cypher was under-dilated. Should have used ivus to prevent this during the procedure.